Manufacturer narrative:
The pump user guide states: your pump can stop insulin delivery and alert you (or whoever is with you) if there has been no interaction with the pump within a specified period of time. The default for this alarm is pre-set to 12 hours. You can set it anywhere between 5 and 24 hours, or off.  No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an auto-off alarm, cartridge alarm 5, cartridge alarm 6, and an altitude alarm. Reportedly, the altitude alarm occurred within labeled operating range. Tandem technical support educated the customer on the auto-off safety feature. Customer loaded a new cartridge and resumed insulin delivery. There was no reported impact to customer's blood glucose level.